Event description:
Information was received indicating that a smiths cadd-legacy 1 pump failed the accuracy test by 8.5%. There was no patient involvement.

Manufacturer narrative:
Device eval: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed no damage to the pump. Functional testing involved three separate delivery accuracy tests and showed the device was within manufacturing specification of +/- 6%. The problem source could not be identified. Based on the investigation, the complaint allegation was not confirmed.